Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported and learned through medical records that a patient with a 31mm 7300tfx mitral valve implanted in the tricuspid position five (5) years, eight (8) months, is planned for valve-in-valve procedure due to leaflet degeneration, leaflets thickening, and severe stenosis. Patient presented with symptoms of fatigue, shortness of breath, and lower extremity edema. Ttvr was performed with a 29mm sapien 3 transcatheter valve. Patient left the room in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 31mm 7300tfx mitral valve implanted in the tricuspid position five (5) years, eight (8) months, is being planned for valve-in-valve procedure due to leaflet degeneration, leaflets thickening, and severe stenosis. Patient presented with symptoms of fatigue, shortness of breath, and lower extremity edema.